Event description:
It was reported that during priming with a prismaflex m150 set, an external fluid leak from the screwed connector was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available however, photographs of the sample were provided for evaluation. Visual inspection showed that the return line was perforated near the screwed connector. The reported condition of leak was verified. The cause of the leak was due to the line perforation. The cause of the perforation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.